Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 9-years-old female child patient's infusion set was leaking at site about three weeks ago. The blood glucose level of the patient was around 200 mg/dl. The issue occurred with one infusion set used fo one to two days.. No further information available.